Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. Reportedly, during insertion of omnilink elite stent, and during advancement in the sheath, there was resistance met and the stent dislodged over the balloon in the sheath & before reaching the target lesion. The entire unit was withdrawn successfully. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the sds interacted with the sheath during advancement, resulting in the reported difficult to advance. Manipulation of the device during its interaction with the sheath may have contributed to the reported stent dislodgement and noted material deformation (stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na